Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Investigation finalize on- 08/05/2024. It was reported during routine check that the cs100 intra-aortic balloon pump (iabp) electrical test failed code # 50. Getinge field service engineer (fse) observed- machine is showing above error during switch on for routine check. Fse check machine and reset all connections of motor control pcb and problem rectified. Observed machine for 3 hour working fine. There was no patient involved. Event site telephone- (B)(4).

Event description:
It was reported during routine check that the cs100 intra-aortic balloon pump (iabp) electrical test failed code # 50. There was no patient involved.